Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-4 device lot number: unknown as information was not provided. Section d-4 device expiration date: unknown as device lot number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device lot number was not provided. Section d-6a date implanted: not applicable, as healon is not an implantable device. Section d-6b date explant 74ed: not applicable, as healon is not an implantable device. Section h-3 device evaluated by manufacturer: device lot number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device lot number was not provided. Efforts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The doctor reported an issue with a new cannula, noting difficulty in passing it through a 1-millimeter side port incision due to its larger size compared to the previous version and an unpolished surface that caused it to catch during use. He observed that in two instances, the cannula released or popped through the incision, with one occurrence involving contact with the capsular bag; however, this did not result in any complications. All cases were completed and no product to return. The doctor stated that while the issue was not critical for him personally, it might pose challenges for his colleagues and inquired about the availability of smoother cannulas if necessary. He also tested the healon pro cannula, which functioned but required additional force and separated into layers during use. No further information is available.